Manufacturer narrative:
The unit is returned to the manufacturer for evaluation on 01/28/2016. Upon inspection, it is confirmed that the unit has a strong burning smell due to the damaged electronic component on the pcb (printed circuit board), and a large burned mark on the back of the pcb. The distributor, (B)(4), supplied a new replacement unit to the customer to resolve the issue. (B)(4).

Event description:
The customer reported a burning smell coming from statspin ssvt-1 centrifuge unit. There is no report of flames or fire, and the fire department was not called. There is no report of injury to the operator or exposure, and no medical attention needed.